Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00269). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the physician office with premature eri. Review of the session record noted a large voltage drop and device battery at end of service. The device was explanted and replaced.